Event description:
Patient experienced a severe allergic around the eye and further progressed to a rash around underarms/treatment. Patient self medicated with antihistamines prescribed from allergist and ibuprofen. Follow up information received in 07/31/2025 indicated symptoms were resolving.

Manufacturer narrative:
Follow-up #1 added information regarding patient condition and correct health effect clinical code.

Event description:
Patient experienced a severe allergic reaction post miradry treatment.